Manufacturer narrative:
Weight - unk. Ethnicity - unk. Implant date - unk. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -5.50/2.5/161 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was removed and replaced with a shorter length lens due to refractive surprise, glare/haloes, and blurred vision. This resolved the problem. Cause of the event is reported as user error (user transpose error, plus to minus cylinder resulted in the incorrect data entry.). Reportedly, patient satisfied with vision.